Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a study device, activa rc+sensing, and had initial programming on monday. The patient used an electric blanket monday night and he felt a 'tightness' in his shoulder. He thought it may be the blanket. The patient decreased settings on the programmer and the tightness went away but the tremor came back. Additional information was received on 2022-mar-03 from a manufacturer representative (rep) reporting that it was not confirmed if the tightness in the shoulder was caused by the use of the electric blanket. The cause of the tightness in the shoulder was not determined.